Event description:
It was reported that the ventilator generated technical error codes indicating turbine module failure and that the turbine module stands still. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Event description:
Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to device failure. Further information for the technician confirmed that technical error (te) 64 occurred after start of ventilation and device failed during pre-use check at internal test with blower inlet resistance being too high and internal leakage test. The device failed to meet its specifications. There was no patient harm. There have been no adverse event sustained as a result of the issue. Technical error 64 is a high priority alarm and indicates turbine failure. In case of occurrence of this failure, may lead to stop of ventilation. Internal leakage test is designed to measure differs between pressure and volume of air delivered by the turbine. If the turbine is malfunctioning, it will not deliver proper amounts of gas and it can be seen as cause of test failure. According to the service manual for servo-air (rev.11) blower inlet test is one of the subtests of the internal test sequence. It checks the turbine module inlet resistance and pressure sensor. The range of the inlet resistance is 1,00¿3,30 cmh2o/l/s at 2,70¿3,30 l/s inspiratory flow and pressure difference sensor test offset is in range 1586¿1690. The airflow to the turbine and to the patient is protected by an air inlet filter. This test will indicate if the air inlet filter is occluded or clogged and also detects if the air inlet filter is missing during pre-use check. According to the information provided by the technician, the filter was check and has been found clean. Turbine was replaced to resolved the issue. The device passed all performance tests and could be returned to clinical use. The turbine generates the inspiratory air gas flow (max. 240 l/min). It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. Provided device's log confirmed reported issue. The root cause of turbine failure has not been established.